Event description:
It was reported that the plate implanted in the patient, broke. A revision surgery was scheduled for (B)(6) 2014 and the broken plate and screws were removed and a new plate of same kind was implanted. It was reported that the plate broke towards the screw hole. There was no delay in the revision surgery reported and it was successfully completed. Patient outcome is reported as fine. This is report number 1 of 2 for com-(B)(4).

Manufacturer narrative:
Implant date reported as 1-2 months prior to plate breakage. (B)(6). A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a product development evaluation was completed: the complaint is confirmed as the plate was returned in two pieces, having fractured across one of the screw holes 38mm from the head of the plate. It is inferred that excessive strain exerted by the patient lead to this complaint condition. Nine screws, of seven different sizes/part numbers were returned in conjunction with this complaint and were found to be in good condition with no signs of damage. The part drawing for this plate was reviewed and the design, material and finishing processes were found to be adequate for the intended use of this device. This complaint was confirmed; however the design of this device did not cause this failure and is acceptable for its intended use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.